Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, prime and excessive no delivery test. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, broken reservoir tube lip and test reservoir will not lock/click in place, missing reservoir tube o-ring, minor scratched and cracked display window. Analysis was unable to perform the basic occlusion test and occlusion test due to reservoir tube lip anomaly.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown. The customer states there is crack on top of the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.